Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2017, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.12 jammed. A field service engineer (fse) opened the drawer using the recovery process and found a broken vial inside. The technician cleaned the broken vial and completed the recovery process without any issues. The fse verified proper operation through the recovery process with no further issues. The system functioned as intended after the field service engineer repaired the device.